Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe broke during surgery. It was being twisted and maneuvered into the pedicle when the tip broke off. The tip was extracted without issue. The procedure was completed with an alternative probe. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned probe was evaluated. The tip was found to have fractured off around the 30mm laser marked line. The complaint is confirmed. The cause is likely attributed to excessive force placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.